Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion (pbd). Moreover, device longevity dropped for 10 years and three months in a span of ten months. Also, this device power consumption has increased. Engineering analysis confirmed that the device power consumption has been increasing in a gradual fashion. Recommended device replacement and return for detailed analysis. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicating that this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion (pbd). Moreover, device longevity dropped for 10 years and three months in a span of ten months. Also, this device power consumption has increased. Engineering analysis confirmed that the device power consumption has been increasing in a gradual fashion. Recommended device replacement and return for detailed analysis. To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion (pbd). Moreover, device longevity dropped for 10 years and three months in a span of ten months. Also, this device power consumption has increased. Engineering analysis confirmed that the device power consumption has been increasing in a gradual fashion. Recommended device replacement and return for detailed analysis. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. Correction to field b5. Describe event or problem.